Manufacturer narrative:
Additional manufacturer narrative: the disposable pressure transducer (dpt) instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. It could not be determined if any clinical factors may have contributed to the event. The device was not returned for evaluation; therefore, the reported issue could not be confirmed. No further actions will be taken at this time.

Event description:
It was reported during use of the disposable pressure transducer (dpt), it was observed that there was blood at the proximal tap of the tubing at the end of the procedure. The connection was not screwed tightly, which resulted in leaking from the "tubing female connector." The tubing was connected directly, without adding any connector or tap and without modification of its configuration. The connections were not re-tightened neither during priming of the line, during the set up or during use. The intervention lasted less than 2 hours. The catheter was placed just before the intervention and the leak was detected at the end. Systolic blood pressure monitored prior to observation of the leak and re-tightening was 140 mmhg; after re-tightening, the pressure increased instantly to 200 mmhg. The patient was being awaken when the leak was detected and was under neosynephrine during weaning. The neosynephrine was rapidly stopped in order to reduce patient blood pressure, which was quickly normalized. The amount of blood loss was difficult to quantify (approximately 200 ml), knowing that a protective housing had been put around the leaky tab and that this permitted formation of a clot to limit blood loss. There was a puddle of blood on the floor and the patient's sheets were well stained. However, there was no adverse consequence for the patient reported.